Event description:
It was reported that a patient experienced "a very strong stimulation sensation" when she crossed her leg. It was stated that the patient felt a "poking sensation" and felt like "it was pulling". The patient thought that there might be a "kink where her lead goes in". The patient had fallen and landed on her shoulder about one week prior to report. It was also reported that the patient was having problems, and could not get the device "to stay regulated" and that "it just kept going crazy". It was noted that the patient had a "stiff back like it had rods in it". It was stated that the patient would bloat "and that could stretch the skin". The patient had not seen her doctor "in a little while". Further information has been requested. If more information becomes available, a follow up report will be sent.

Manufacturer narrative:
Product ID: 39565-65 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID: 37754 lot# serial# (B)(4), product type recharger product ID: 37746 lot# serial# (B)(4), product type programmer, patient. (B)(4).